Event description:
Pt ECG monitor showed asystole. Pt had a pulse at the time. This is an ongoing problem with philips monitors and teleflex concha on ventilator. This was identified with 2 other pts. Bedside monitor-philips; model-pnm8007a.